Event description:
A. First device 10/12/06 - back up batteries failed during power outage; 11/21/06 - fio2 readings erratic; o2 erratic readings; 12/7/06 - "close n2o cylinder" warning. B. Second device 11/3/06 - o2 erratic readings; 11/20/06 - o2 not giving same reading as gas analyzer, 12/18/06 - high tidal volumes. C. Third device on11/9/06 - fio2 readings erratic; o2 readings not correct, 11/21/06 - high tidal volumes; 12/07/06 - "close n2o cylinder" warning; indicated low pipe pressure of <43 psi. D. Fourth device on 12/26/06 - displays high tidal volumes. E. Fifth device on 12/28/06 - displays high tidal volumes. F. Sixth device on 12/28/06 - removed from service as a precaution.